Event description:
It was reported that the patient received a line-blocked alarm and during troubleshooting, insulin was observed to be dripping from the tubing and the set had started to peel up. The patient indicated they received another line-blocked alarm while delivering a meal bolus. At the time of that call, the patient's blood glucose had been 254 mg/dl, and emergency medical services were not required. The infusion site was changed, a bolus dose administered, and the issue was resolved. No symptoms were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Cannula and adhesive base were returned for testing, no tubing set was returned. An occlusion test was conducted on the returned sample using a hydrostatic pressure pump. Flow was observed on the returned cannula during the occlusion test. No occlusions or other obstructions observed. Unable to confirm the customer complaint of line block alarms without the return of the suspected bad tubing set. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.